Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined, to be an sql error. No injury or medical intervention was reported.